Manufacturer narrative:
Adding fdp (B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding the patient with an implantable neurostimulator (ins). It was reported that patient fell and a compression fracture near t8. Patient is feeling increased stimulation that is uncomfortable. Rep reeducated patient daughter how to adjust stimulation. Recommended notifying health care professional (hcp). Rep will see patient in office on (B)(6). The issue has not been resolved at the time of this report. Patient is alive with no injury. No surgical intervention occurred. Unknown if surgical intervention planned. No further patient symptoms or complications were reported in this event. Additional information was received from the rep. It was reported that the patient has a fracture at t8. X-ray shows lead still in the same place. Patient feeling tingling in both legs. Turned down stimulator tingling went away. Re-adjusted all levels of stimulation for adaptive stimulation. No further patient symptoms or complications were reported in this event.